Event description:
It was observed that during the device evaluation, the gastrointestinal videoscopes exhibited blackout in image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (blackout in image) is cause traced to bad printed circuit board (also discovered during evaluation). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.